Event description:
Report rec'd of balloon failure while in pt use. The pulmonary artery catheter was tested pre-insertion with no problems noted. The pt was in the surgical intensive care unit for pre-operative pulmonary artery catheter placement. The catheter was placed in the pt and worked correctly for approximately 24 hrs. At that time, it was reported that "a small amount of bleed back into the air inflation port was observed, the balloon would not inflate and that the catheter would not float into the wedge position." The catheter was removed and replaced with a new catheter. Customer states that upon removal the balloon would not inflate. With the bleed back into the air port it was thought that the balloon had ruptured while in the pt. No adverse pt effects in relation to the balloon were reported.